Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-01845. It was reported via user facility medwatch (B)(4) that a wire fracture and vessel perforation occurred. A 1.25 mm rotalink¿ plus and 330cm rotawire¿ were selected for use. During the procedure, the physician met a right angle vessel and was able to cross a wire to the vessel. However, during rotational atherectomy, the burr prolapsed from its planned/wired path into a side branch where there was no wire-support. Upon prolapse, a coronary vascular perforation occurred. The guide wire was sheared off leaving it in a non-retrievable state. Efforts to retrieve the wire were unsuccessful and approximately 4.5cm of the rotawire was left in the obtuse marginal coronary artery. The 4.5cm includes a 2.2cm tip with a diameter of 0.014 inches with the remainder having a diameter of 0.009 inches. The 0.009 inch portion of the wire was not appreciated by x-ray view. The physicians agreed that surgical retrieval of the fractured wire was not necessary at the moment unless the patient shows signs of distress caused by the foreign body. Labetatol and nitro press were given to lower the blood pressure to a suitable level. The patient was hemodynamically stable throughout the entire procedure with no evidence of chest pain or friction rub. There were no findings in echocardiogram to suggest a significant effusion. No further patient complications were reported and the patient¿s status was stable.